Manufacturer narrative:
Device photo received on december 3, 2020. Photo evaluation completed on december 6, 2020: upon visual evaluation of the image provided in the complaint, the implant is observed ruptured. It is not possible to determine if the product belongs to the left or right side. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with an unknown mentor silicone prosthesis experienced bilateral rupture post procedure. As a result patient underwent bilateral replacements as follow: left replaced with cat#:3503251bc, sn#: (B)(4), and right replaced with cat#: 3503251bc, sn#: (B)(4). On (B)(6) 2020. This report relates to the right prosthesis